Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2008. Approximately 10 years after the initial procedure the patient had a right knee revision on 30 jun 2018. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a coordinated action in alachua county with master case no.(B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitants: 200-02-32 - three peg patella 32mm 1244919; 204-04-32 - trapezoid tibial tray sz 3f/2t 1254677; 244-03-03 - optetrak asy hi-flex ps cem fem, sz 3, right 1245817. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to revision. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation. H6: corrected medical device, component, and investigation clinical codes.